Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). After a 0.035 inch non-bsc guide wire crossed the lesion, a 5.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 4 seconds, the balloon ruptured. There was no kink noted prior to use and no resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).